Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip caught in chordae was due to procedural circumstances. The cause of the reported partial clip movement and tissue injury were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and successfully deployed on the mitral valve. To further reduce mr, an additional xtw clip was inserted, and placed medially to the first clip. However, after deployment, the clip partially detached from the anterior leaflet, resulting in tissue damage. The physician suspected that more chordae was caught than then anterior leaflet. However, this was not observed during deployment. An xt clip was then inserted to stabilize the clip, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.